Event description:
The agency reported that difficulty in broaching had caused an approx 30 minute delay in the operation, but that this delay had not created a major or life threatening situation. During the final surgical reduction and closure, after the rsp system was implanted, an artery was accidently severed and the pt died from a significant loss of blood. The instruments and implants used for this operation were not readily available to djo for testing or examination.